Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the stuck angulation lever and forceps elevator, the cause was due to some form of stress, such as damage or deterioration of parts during handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ureteroreno videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a stuck angulation lever and a stuck forceps elevator were found. There was no patient involvement.